Manufacturer narrative:
Unit received with no button response due to flattened act keypad dome. Unable to perform functional test due to keypad anomaly. Unit had minor scratched lcd window and cracked reservoir tube lip. Keypad connector was found closed properly during visual inspection.

Event description:
The customer reported via phone call that the insulin pump is unable to complete the priming process. Customer's blood glucose was unknown at the time of incident. Troubleshooting was declined by customer and customer would only like new pump. No further details given.